Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the suction irrigator instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. A review of the device logs for the suction irrigator (part# 480299-06 / lot# m10220623-0154) associated with this event has been performed. Per this review of the logs, the suction irrigator was last used on (B)(6) 2022 via system serial# (B)(4) for a sigmoid colectomy procedure. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage. This event is being reported due to the following conclusion: it was alleged that the tip of the suction irrigator instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. It is unknown why the surgeon elected to convert the procedure due to patient anatomy.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip of the suction irrigator instrument broke off during use. The part was recovered from the patient during the procedure. The procedure was converted due to patient anatomy with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of the suction irrigator instrument tip breaking off. Failure analysis found the primary failure of broken tip to be related to the customer reported complaint. For clarification, the distal tip of the suction irrigator was found to be broken off. The broken tip was not returned with the instrument. The snake wrist did not exhibit any physical damage. No failures were found within the logs during review. The root cause for the broken suction irrigator tip is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.